Manufacturer narrative:
The sample was returned. Solution was observed on the lens. Broken haptic damage and optic damage was observed. The optic damage appears to have been caused by the posts of the lens case. A lens bench evaluation could not be conducted due to the damaged condition of the returned lens. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The root cause could not be determined for the reported complaint of "blurred vision; exchanged". The lens was returned in a damaged condition. The optic damage appears to have been caused by the posts of the lens case. The returned customer questionnaire indicated the surgeon's opinion that the device (complaint iol) did not cause or contribute to the event. Additional information provided by the customer indicated that the 20.5 diopter lens was replaced with a 21.5 diopter lens. There are no other complaints in the lot. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient experienced blurred vision and difficulty reading street signs. The lens was exchanged for a different lens within 2 months after initial implantation. There was one diopter difference in power in the initial lens and the replacement lens. Additional information was requested.